Event description:
The complainant alleged that the pilot valve was leaking. The independent repair statement confirmed the pilot valve leak and identified it as the key failure. It further noted a defective ty wrap on the sieve bed and a dirty filter. Per independent repair center statement, the unit is alarming or has a red light.